Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user experienced a needle-stick injury -post use. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that a needle stick injury occurred. Needle eclipse - one needle stick incident.

Manufacturer narrative:
The following fields have been updated: d.9 device available for eval? Yes. Returned to manufacturer on - 08/08/2022. H.6 investigation summary bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user experienced a needle-stick injury -post use. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that a needle stick injury occurred. Needle eclipse - one needle stick incident.